Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable that was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 8800 fluoroscopy system displayed a communication failure if the interconnect cable was moved or manipulated during use.